Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer treated with food. Troubleshooting was performed. The customer stated that the pump was not communicating with the transmitter. The customer did not finish troubleshooting during time of call. The insulin pump will not be returned for analysis.